Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that the patient experienced no audio alert from the receiver and an adverse event on (B)(6) 2016. Patient's father reported that the patient experienced a low blood glucose (bg) of 2.7mmol/l. Patient's father administered a juice treatment. Patient's father reported that the audio alert did not sound off. The receiver provided a low alert in vibrate only, even though the alert profile was set to normal. No additional patient or event information was provided.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and no failures were detected. A review of the downloaded data log did not find any errors related to the customer complaint. The receiver case was opened for further evaluation. An interior inspection was performed and the reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.

Manufacturer narrative:
(B)(4).